Event description:
A female patient with a history of allergies has been admitted to the emergency room covered in hives. This patient had a smartpin implanted in her foot on (B) (6) 2008. The allergist and surgeon are trying to determine what is causing the reaction and are concerned the patient might go into anaphylactic shock.

Manufacturer narrative:
Since autumn 2006 over 3000 smartpins have been manufactured from the same raw material batch as the smartpin from this case. This is the first complaint referring to postoperative problems. Sensitivity test was carried out for this case and the results came out negative which indicates that smartpin is not the cause of the allergic reaction in this case.